Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for left side "small peri implant seroma", "multiple small fluid signal, consistent with a history of fibrocystic disease", "focus of lowgrade enhancement seen within the left breast at 2 o'clock approximately 2 cm from the nipple, which correlates with the ultrasound findings of a hypoechoic lesion". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6..

Event description:
The device has been explanted.